Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tg2810/06471878) to repair an aortic dissection. It was reported that the patient had an abnormal right subclavian artery. Prior to device implant bypass surgery was performed from the right carotid artery to the right subclavian artery, and from the left carotid artery to the left subclavian artery. No issues were observed during the procedure. The patient tolerated the procedure. On (B)(6) 2009, follow-up imaging showed no issues. The diameter of the aneurysm was 50.4 mm. On the same day the patient was discharged. On (B)(6) 2010, six month follow-up imaging showed a proximal type I endoleak. The cause of the endoleak is unknown. The diameter of the aneurysm was 54 mm. On (B)(6) 2010, the patient underwent an additional endovascular procedure to repair the endoleak whereby a gore® tag® thoracic endoprosthesis (tgt4020/8138139) was implanted proximally. The patient tolerated the procedure. On (B)(6) 2010, one year follow-up imaging revealed that the endoleak remained, and the diameter of the aneurysm was 54 mm. On (B)(6) 2011, two year follow-up imaging showed that the diameter of the aneurysm was 53 mm. It was unknown if any endoleak was present. On an unknown date in 2014, the patient expired due to rupture of thoracic aortic aneurysm/dissection. No further information regarding the patient's death has been reported.

Event description:
Received additional information/clarification on event description: on (B)(6) 2009, the tg2810 and relay (38mm in diameter) were implanted (the tag distally, the replay proximally). Cause of the proximal type I endoleak identified on (B)(6) 2010 was bird beak at the inner curve side of the relay device. Cause of the rupture was the persistent proximal type I endoleak, resulting in the persistent perfusion and pressure to the false lumen. The physician stated that the rupture was not related to the tag devices as he considered the rupture caused by the relay device. The patient was emergently taken to another hospital upon the rupture, and then expired prior to treatment of the rupture. No autopsy was performed.